Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose reading mismatch. The blood glucose value was 205 mg/dl and the sensor glucose value was greater than 50 mg/dl at the time of the event. Low limit in sensor settings: 63. The insulin delivery was suspended due to sensor glucose vs blood glucose difference.  Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.